Manufacturer narrative:
This lead has been returned for analysis. This report will be updated upon completion of analysis. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited impedance measurements of 1200 ohms during the implant procedure. Upon checking the lead post-operatively, impedances had increased to 2600 ohms, and threshold measurements were high. The lead was subsequently explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited impedance measurements of 1200 ohms during the implant procedure. Upon checking the lead post-operatively, impedances had increased to 2600 ohms, and threshold measurements were high. The lead was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Inspections of the terminal pin, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Previous patient code 3191 was applied to capture the reportable event of surgery.